Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
1627487-07262012-002-r. This ipg serial number is included in field advisories. (B)(4).

Event description:
It was reported the patient stopped recharging her ipg as recommended. In turn, the charging system and programmer are no longer able to communicate with the device due to it being inoperable. Troubleshooting to provide resolution was unsuccessful. As a result, the patient will undergo surgical intervention.